Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: during evaluation the pump could not detect the cartridge during the load cartridge step. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: during evaluation the pump could not detect the cartridge during the load cartridge step. The pump was opened and a component in the force sensor circuit was found to be shifted on the circuit board.